Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent strut on distal rows 7 was lifted and pulled in a distal direction. The undamaged proximal section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink 60mm distal from the hypotube/mid-shaft bond. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 10-apr-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the left side. The target lesion was located in the mildly calcified and angulated left circumflex (lcx) artery. After a 6f non-bsc guide catheter was engaged and a 0.014 guide wire crossed the lesion, pre-dilation was performed with a 2.0mm and a 2.5mm in diameter complaint balloon catheters at 12 atmospheres. Subsequently, a 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.